Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The erbe was placed in an in-house system and was run in normal mode which confirmed the reported failure. The visual inspection shows the erbe in a good condition.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the intuitive surgical, inc. (Isi) clinical sales representative (csr) contacted the isi technical support engineer (tse) to report they were getting integrated electrosurgical unit erbe (erbe) generator errors indicating monopolar energy activation has been stopped, c-34. The isi tse confirmed multiple c-34 errors in live logs. The isi tse recommended power cycling the erbe unit reseating the monopolar instrument energy cable and trying another monopolar receptacle with no change. The isi tse recommended using the validated covidien force triad generator or if available bringing in another davinci vision side cart (vsc) if monopolar was needed to finish the case. The caller was going to assess the situation and would call back if they needed further assistance hooking up the backup generator or other vsc. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the initial reporter stated that the procedure was completed robotically using the same integrated electrosurgical unit erbe (erbe) generator using the bipolar energy. The isi fse confirmed that the reported error c-34 was reproduced in the reported erbe generator. The isi fse performed erbe pm on the new generator. The isi fse found no issues with the newly replaced erbe generator.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse was able to reproduce the reported issue and replaced the integrated electrosurgical unit erbe (erbe) generator to correct the reported problem. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform a failure analysis; however, the investigation is in progress. A supplemental MDR will be submitted if any additional information is received.